Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the aquacel foam - hydrofiber foam dressing and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. According to the reporter, the pt does react to other adhesives but tolerated versiva xc adhesive dressing which was the dressing used to dress this wound before the aquacel foam adhesive dressing was used. The aquacel foam adhesive dressing was discontinued and replaced with cavilon and versiva xc adhesive dressing. No additional event/pt details have been provided to date. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted. Reported to FDA on (B)(6) 2013. Third party MFR - (B)(4).

Event description:
During a routine call from a local contract aquacel foam rep, the nurse mentioned that on the (B)(6), she applied an aquacel foam adhesive dressing to a (B)(6) yr old female pt with a leg ulcer on her lower leg. Three days later, at first dressing change the skin under the adhesive portion of the dressing was blistered. The wound was unaffected. The blistered skin was coated with cavilon and a versiva xc adhesive dressing was used to dress the wound. The blistering had settled at next dressing change 2 days later.